Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, tip/nozzle was defective. The surgery was completed by using unspecified replacement lens. Additional information received stating that there was patient harm and diagnosis of harm was corneal abrasion. As per surgeon¿s prognosis patient will heal fully in a couple of days. In the surgeon¿s opinion product contributed to the event.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported damage was observed. The device was received loose in the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger and the lens have been advanced into the mid-nozzle. The plunger position is acceptable. The trailing haptic is folded onto the optic. The leading haptic is extended straight. The nozzle tip is damaged, the majority of the tip is severed from the nozzle body and hanging. We are unable to determine the root cause for the reported complaint "defective nozzle ". The company device was returned activated with the lens advanced into the mid nozzle. The instructions for use (IFU) instructs to inspect the company nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company intraocular lens (iol) and company delivery system. All company devices are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).